Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. The account communicated that a craniotomy was performed at the time of the hemorrhagic stroke. The account also noted that the patient later demonstrated signs of hemolysis with hematuria. The patient was transitioned to a long term care facility for more aggressive physical therapy as it was determined by the account that the patient is not a candidate for a pump exchange. The patient remains ongoing on the lvas. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). A review of the manufacturer's complaint history showed that the patient expired on (B)(4) 2015 (please reference MFR report # 2916596-2015-00648).

Event description:
Additional information was received from the (B)(4) registry stating: spikes in parameters, high elevation on ldh & phbg. Additional information also included that the patient expired on (B)(6) 2015 and indicated the primary cause of death as multisystem organ failure (msof).

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient admitted for weight gain, elevated temperature, and low flow alarms. While inpatient, started on heparin gtt for high ldh 3000's. Ptt>100 and inr >1.5 per vad coordinator. The patient had acute hemorrhagic stroke with left sided deficits. Log files sent for review (B)(6) 2014. "For hmii patient log file date (B)(6) 2014 with a duration of 24hrs 34min; from (B)(6) 2014 at 07:04 to (B)(6) 2014 at 11:13, there were a total of 153 low flow hazards. Averages for this time period: power- 5.2w, flow- 2.4ipm, pi-3.2. After this series of low flow hazards, power and flow have increased and remained relatively stable. Averages since (B)(6) 2014 at 11:15 were: power- 8.8w, flow- 7.4ipm, pi-4.3. On (B)(6) 2014 at 17:39 the datalogger was set to record every half hour. Pump settings: fixed speed- 10600rpm low speel limit- 9000rpm" based on that review, pump speed decreased after echo (B)(6) 2014. Heparin gtt started as described above. Stable until this morning. Emergency craniotomy for hemorrhagic stroke. Intubated now with minimal movement of left foot. Continue to monitor and medically manage. On (B)(6) 2014: extubated. Lethargic. Oriented and conversive. Slight movements on left side. Continue with medical therapy. The patient is status 7 on transplant list at this time.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the attached user facility report # (B)(4) was received from the (B)(4) registry. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information received from the implanting center indicated that on (B)(6) 2014, the patient continued to have signs of hemolysis. Patient had hematuria and elevated lactate dehydrogenase. Patient was medically managed and was discharged to a long term acute care facility. Neurological function subsequently improved and the patient was transitioned to a skilled nursing facility for more aggressive physical therapy. Additionally, information was received from (B)(4) registry stating: spikes in parameters, high elevation on ldh and phbg.